Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Failure mode could not be confirmed since no sample was provided for evaluation. It can be concluded that the potential root cause for vacuum issues is the design of the pleurx bottle to flexible cap junction (lack of rigid mechanism to hold the junction) and the design of the flexible cap to support clip interface (poor grip between the support clip and the flexible cap). The following actions will be taken: train pending pleurx bottle personnel per procedure . Enhance support clip to flexible cap interface to improve the grip between the components. Enhance flexible cap to bottle junction to improve the hold between the components.

Event description:
The bottles stopped draining before complete. Typically his wife would drain 600-800ml and drains every 3-4 days. Her catheter was placed on (B)(6) 2019. Three of her drains were between 200-225ml. On (B)(6) 2019 they drained 225ml when the bottle stopped. Another bottle was not opened as they had believed her fluid had possibly been decreasing as this was the second time she drained closer to 200ml. She had a pre-scheduled CT scan on (B)(6) 2019 to view the tumor so they drained before, as patient is participating in a medical trial. Physician instructed that there was too much fluid in her lung and they could not get a clear photo and her lung was partially collapsed. No further treatment was provided at that time. When returning home they drained and the bottle stopped at 200ml. You could hear a soft hissing sound like air leaking. This time they opened a new kit and drained an additional 800ml. Gordon removed the top of both bottles after drain and the silicone was very thin on the bottle that stopped draining at 200ml compared to that on the bottle that drained 800ml. Photos provided. He had said that she was slightly short of breath whenever the drain was less than the typical amount but he did not know there was more fluid to drain. Her most recent drain was (B)(6) 2019 where she drained 800ml without issue.

Manufacturer narrative:
.

Event description:
The bottles stopped draining before complete. Typically his wife would drain 600-800ml and drains every 3-4 days. Her catheter was placed on (B)(6) 2019. Three of her drains were between 200-225ml. On (B)(6) 2019 they drained 225ml when the bottle stopped. Another bottle was not opened as they had believed her fluid had possibly been decreasing as this was the second time she drained closer to 200ml. She had a prescheduled CT scan on (B)(6) 2019 to view the tumor so they drained before, as patient is participating in a medical trial. Physician instructed that there was too much fluid in her lung and they could not get a clear photo and her lung was partially collapsed. No further treatment was provided at that time. When returning home they drained and the bottle stopped at 200ml. You could hear a soft hissing sound like air leaking. This time they opened a new kit and drained an additional 800ml. Gordon removed the top of both bottles after drain and the silicone was very thin on the bottle that stopped draining at 200ml compared to that on the bottle that drained 800ml. Photos provided. He had said that she was slightly short of breath whenever the drain was less than the typical amount but he did not know there was more fluid to drain. Her most recent drain was (B)(6) 2019 where she drained 800ml without issue.